Event description:
A facility reported a hakim valve (ID (B)(6)) was implanted on (B)(6) 2025. After the procedure, there was no improvement in the patient's ventricle, it did not shrink. On (B)(6) 2025, the physician adjusted the valve pressure to 140 mmhg, but the ventricle showed no change. An x-ray on (B)(6) 2025 revealed that the valve was unable to be programmed to the set pressure. On (B)(6) 2025, the physician removed and replaced the valve with a new device. After the revision procedure, the patient had an x-ray check, and the valve has been programmed to the setting pressure. No information is available if the patient experienced any signs or symptoms. The patient is stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823832) was returned for evaluation. Device history record (DHR) - the product code 82-3832 with lot 7286641, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 120 mmh2o. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The valve functions. Root cause analysis - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause could be due to biological debris and protein build up interfering with the valve mechanism, as seen in the investigation report no programming issues were noted during the investigation.